Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer performed the power module and driver displacement indicator (ddi) calibrations on the device, as well as all of the calibrations per the 12k preventative maintenance procedure. The unit passed the patient circuit calibration and performance check and was placed back into service. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the amplitude was intermittently fluctuating on the unit, while the device was in use on a patient. The mean airway pressure (map) was set to around 20 cmh2o and the amplitude was around 30 cmh2o. The amplitude was reading 30 cmh2o, then it jumped down to 15 cmh2o, and back up to 30 cmh2o, intermittently. The map seemed to remain stable. The customer stated that the unit sounded like the power was changing and not just the panel meter itself. The customer swapped the unit out with another 3100a ventilator and there was no patient compromise.